Event description:
It was reported that on the 29th day of retention, the patient self-removed the foley catheter, resulting in catheter breakage. The section that broke was shaft part and the tip of the catheter that remained inside the patient's body. It was planned to be surgically removed at another facility in the future. Since two cases event date on 27mar2026 and event date unknown of the same situation occurred in the same month, it has become a significant issue within the hospital.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be mishandling of device leading to the failure. A review of the device labelling has been conducted for investigation purposed. The IFU is attached in the investigation overview element. The DHR review could not be performed without a lot number. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the 29th day of retention, the patient self removed the foley catheter, resulting in catheter breakage. The section that broke was shaft part and the tip of the catheter that remained inside the patient's body. It was planned to be surgically removed at another facility in the future. Since two cases event date 27mar2026 and event date unknown of the same situation occurred in the same month, it has become a significant issue within the hospital.